Event description:
S/p right rotator cuff repair, burns noted on right middle and ring fingers. Supraclavicular and interscalene blocks used. Physician questioned a bovie burn. Right hand in stockinette and visible at all times during surgery. Circulating nurse did not see any stockinette discoloration nor skin abnormalities. M.d. Described affected areas as pressure/thermal-like loss of skin ulnar border of long finger and blister tip of ring finger. Required dressing and treatment. Unknown if pt required any surgical intervention.